Event description:
Caller states that he went to the doctor due to elevated results on the device. He reports that his device read 359 mg/dl and the lab read 118 mg/dl. No treatment received. No strip info was provided. No quality controls were used. Requested return of suspect device, but customer had disposed of the device. Not available for return.